Event description:
The report received from the cordis clinical registry in another country indicated that a male patient experienced a dissection during a percutaneous coronary intervention, and it was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.